Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® one use holder, one (1) unit unscrew from the wing when the third tube has been removed. No patient or user impact was reported.